Event description:
A medtronic representative reported that during a case, the screen started flashing "no input detected" at steady intervals. They had to re-boot the system and were then able to go back into the software, go into navigate, and the case continued as planned. There was no impact on patient outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.